Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the lens had scratch on optic. Additional information was requested and received saying patient was implanted with stand by iol and no impact on patient.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area with only a small piece returned loose in the lens case. The opposite haptic is bent and pointing up in the lens case. The optic is pressed against and between four posts in the lens case. Light scratches are observed on the posterior surface of the optic. One deep scratch mark is observed on the posterior surface of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage the manufacturer internal reference number is: (B)(4).